Event description:
Reportedly, due to a syncopal episode on (B)(6) 2012, a follow up of the subject device was performed on (B)(6) 2012, and high ventricular lead impedance (>3000ohms) was observed. It was indicated that no arrhythmias were found corresponding to the episode, but there was a 2:1 block commutation 1 hour beforehand. Also, the ventricular threshold varied between 1.75 and 2.0 v and sensing was 14 mv. No irregularity was indicated during the previous follow-up visit in (B)(6) 2012. One week later (on (B)(6) 2012), another follow-up visit was made, and higher lead impedances were reproducible with provocative maneuvers in both unipolar and bipolar configurations, but thresholds and sensing were stable. A re-intervention was performed and it was indicated that the set-screws were tight, but a pull test was no performed. Psa measurements on the associated lead were normal. The subject device was explanted.

Manufacturer narrative:
October 05, 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.